Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('prolonged menstrual periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), cerebral infarction ("two cerebral infarctions"), psychotic disorder ("psychosis"), depression ("depression"), mood swings ("mood swings"), anxiety ("anxiety"), panic attack ("panic attacks"), disturbance in attention ("poor concentration"), feeling abnormal ("brain fog"), fatigue ("severe fatigue"), coccydynia ("tailbone pain") and night sweats ("night sweats"). Essure was removed. At the time of the report, the menorrhagia, abdominal distension, cerebral infarction, psychotic disorder, depression, mood swings, anxiety, panic attack, disturbance in attention, feeling abnormal, fatigue, coccydynia and night sweats outcome was unknown. The reporter considered abdominal distension, anxiety, cerebral infarction, coccydynia, depression, disturbance in attention, fatigue, feeling abnormal, menorrhagia, mood swings, night sweats, panic attack and psychotic disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('prolonged menstrual periods') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Concomitant products included vitamin b nos since 1999 for fatigue. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), cerebral infarction ("two cerebral infarctions"), psychotic disorder ("psychosis"), depression ("depression"), mood swings ("mood swings"), anxiety ("anxiety"), panic attack ("panic attacks"), disturbance in attention ("poor concentration"), feeling abnormal ("brain fog"), fatigue ("severe fatigue"), coccydynia ("tailbone pain") and night sweats ("night sweats"). The patient was treated with olanzapine, oxazepam and surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, abdominal distension, cerebral infarction, psychotic disorder, depression, mood swings, anxiety, panic attack, disturbance in attention, feeling abnormal, fatigue, coccydynia and night sweats outcome was unknown. The reporter considered abdominal distension, anxiety, cerebral infarction, coccydynia, depression, disturbance in attention, fatigue, feeling abnormal, menorrhagia, mood swings, night sweats, panic attack and psychotic disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2021: the stop date with the essure (medical device removal) and treatment drugs were provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('prolonged menstrual periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), cerebral infarction ("two cerebral infarctions"), psychotic disorder ("psychosis"), depression ("depression"), mood swings ("mood swings"), anxiety ("anxiety"), panic attack ("panic attacks"), disturbance in attention ("poor concentration"), feeling abnormal ("brain fog"), fatigue ("severe fatigue"), coccydynia ("tailbone pain"), night sweats ("night sweats") and abdominal distension ("abdominal bloating"). Essure was removed. At the time of the report, the menorrhagia, cerebral infarction, psychotic disorder, depression, mood swings, anxiety, panic attack, disturbance in attention, feeling abnormal, fatigue, coccydynia, night sweats and abdominal distension outcome was unknown. The reporter considered abdominal distension, anxiety, cerebral infarction, coccydynia, depression, disturbance in attention, fatigue, feeling abnormal, menorrhagia, mood swings, night sweats, panic attack and psychotic disorder to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.